Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced sterile peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with kefzol (250 milligrams, four times a day, route not reported) for the peritonitis. Action with pd therapy was not reported. Fifteen days after event onset, the patient was recovered from the peritonitis and six days later, antibiotic therapy was discontinued. No additional information is available.